Event description:
The plaintiff alleges that in 1998, plaintiff was diagnosed by the dr as a result of a rast test, as being allergic to latex. Plaintiff alleges that while working as a nurse they were exposed to antigenic natural latex proteins in latex gloves and as a result of this exposure to gloves plaintiff became sensitized to latex and is now subject to increased health risks and may no longer work in any medical or healthcare type facility including hosps, clinics, or private practice offices. Plaintiff also alleges being subject in the future to one or more anaphylactic reactions to latex products. Furthermore, plaintiff alleges substantial injury, pain and suffering, economic loss, medical expenses and other damages. The plaintiff alleges humiliation, anxiety, embarrassment, outrage, and severe mental suffering and emotional distress as well as physical suffering. Finally, the plaintiff's spouse alleges having suffered the loss of support, consortium, services and companionship of the plaintiff.